Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent bifurcate stent graft system was implanted in the endovascular treatment of a 120mm abdominal aortic aneurysm on an unknown date. It was reported a CT performed showed migration and a type ia endoleak had occurred. Intervention was performed, an aortic cuff and renal stents using a snorkeling technique were implanted. This resolved the event. As per the physician the cause of the event was neck expansion. No additional clinical sequelae were provided and the patient is fine